Event description:
A report was received that the patient had a fall (not device related) and the midline incision opened up. The physician explanted the patient to avoid infection. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 (B)(4) description: linear st lead with preloaded enhanced stylet 50 cm model # sc-1110-02 (B)(4) description: implantable pulse generator (ipg) the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.